Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 75 mg/dl; customer alleged that the cause was from "too much insulin delivery". Customer addressed bg level by drinking juice. Reportedly, the customer continued to use the pump for insulin therapy.